Manufacturer narrative:
It was reported that the customer received a catheter post-surgical (unknown procedure) and within 5 hours the catheter was falling out of the patient. The facility reported that the balloon was noted to be leaking so the catheter was removed. It is not facility protocol to pre-inflate the balloon of the catheter. There were no difficulties reported when the catheter was originally inserted. The facility replaced the catheter without further incident. There was no serious injury or follow-up medical care required related to the incident, however medical intervention to replace the foley catheter was necessary. The actual device that was involved in the incident has not been returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a foley catheter experienced a leak in the balloon and was removed from the patient.